Manufacturer narrative:
Section a and d: specific patient information and device information was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files showed low flow alarms. Computed tomography angiography (cta) was performed to rule out outflow graft obstruction and it showed 50% outflow graft obstruction. Initially, plans were made for surgical intervention. However, it was determined that the pulsatility index (pi) events in the log files were not due to the outflow graft obstruction. Hence, the surgery was cancelled. The patient had a ramp echocardiogram study with episodes of chest pressure, increased pi events, and increased ectopy noted when the speed was increased. Therefore, the speed was not changed.

Manufacturer narrative:
B1/h1: report type corrected to serious injury. B2: outcome corrected. B3: date of event was estimated. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. H6: clinical codes, impact codes, medical device problem codes corrected. Medwatch # mw5152796 was received on 02apr2024. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images were provided and no product is available for investigation. A specific cause for the obstruction and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. Section 5 of the IFU "surgical procedures" contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.